Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. Patient's coumadin was discontinued based on the lab result. Patient had been on coumadin temporarily and the day of this comparison was his last scheduled day to take it. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.